Event description:
Patient with implanted heartmate 3 left ventricular assist device (lvad) with history of pre-lvad gastrointestinal (gi) bleeding events was admitted due to the 6th gi bleeding event requiring hospitalization and blood transfusions. Hemoglobin on admission was 5.8 and international normalized ratio (inr) was 1.2. Two units of blood were transfused. Endoscopic evaluation included a colonoscopy which failed to reveal bleeding source due to poor preparation. Patient initially desired discontinuation of coumadin therapy, however eventually favored coumadin therapy with a further reduction in inr goal to 1.5-1.8. Patient was not bridged with heparin prior to discharge. Aspirin has not been in use.